Event description:
It was later communicated that the stroke happened on (B)(6) 2023, prior to lvad and rvad implant. The patient was taken off of rvad support on (B)(6) 2023.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Additionally, a specific cause for the patient¿s infection could not be conclusively determined. It was reported that (B)(6) would not be returned for evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1of this document, ¿introduction¿, lists localized infection, cardiac arrhythmia, multiple types of organ failure and dysfunction (right heart failure, respiratory failure, renal dysfunction, and hepatic dysfunction), and death as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6 ¿patient care and management¿, lists infection and cardiac arrhythmia as potential late postimplant complications. This section also includes information regarding how to prevent and control infection. The heartmate 3 lvas patient handbook contains several sections with information about how to prevent and control infection. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through the patient outcome, the patient passed away due to multi system organ failure. Additional information stated that the patient was admitted with chronic congestive heart failure, new york heart association (nyha) IV stage d status post heartmate 3 (hm3) implant with surgical right ventricular assist device (rvad). Rvad, centrimag, was placed at the time of hm3 implant. The patient had yet to experience renal recovery. They had clinical concern for possible stroke; computed tomography (CT) head demonstrated sub-acute / chronic ischemic changes and small sub-arachnoid hemorrhage. The patient was off sedation for a few days. They were responsive to painful stimuli and opened their eyes to verbal stimuli. Their interaction were waxes and wanes. Blood cultures were positive for yeast on (B)(6)2023. The patient continued to have ventricular tachycardia (vt) requiring cardioversion, then became minimally responsive. Family elected palliative measures and support was withdrawn on (B)(6)2023. The death was not considered to be device related. The device operated as expected.

Manufacturer narrative:
H6: 3261 - multiple organ dysfunction syndrome. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.